Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code: fcg. G4: additional premarket/510(k) #: k151895 and k163248. H11: investigation results: the returned expect pulmonary needle was received for analysis. Visual examination revealed that the device returned with the working length kinked right next to the luer. During functional inspection, the needle was extended to see if there were any detached parts and it was seen that the needle was bent. The needle was also flushed to see if there were pieces of metal inside the needle channel and there were no pieces of metal seen. The reported event was not confirmed. Based on the available information, most likely manipulation or the technique used by the physician may have been the reason the needle was kinked. When the handle is not secured carefully, the weight of the device itself can bend the device, or if excessive force is applied. Therefore, a review and analysis of all available information indicates the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus was used during an ebus procedure on an unknown date. During the procedure, a small fleck of metal came out of the needle shaft. They were able to retrieve the piece. There was no patient injury due to this event.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus was used during an ebus procedure on an unknown date. During the procedure, a small fleck of metal came out of the needle shaft. They were able to retrieve the piece. There was no patient injury due to this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional pro code: fcg.